Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that while attempting to implant the ventricular leadless pacemaker (lp), the patient experienced a perforation. The lp was not used. The patient was in unstable condition and the case was abandoned.

Manufacturer narrative:
Further information was requested but not received.